Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection identified no defects. Functional and pressure testing resulted in no leaks observed. The female luer of the extension set and the male luer of the smartsite valve were measured and confirmed to be within specifications. The root cause of the leak was not identified.

Manufacturer narrative:
Correction on follow-up #1: disregard congenital anomaly

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of ns was noted to be leaking at the connection between the smartsite connector and an extension set while connected to a patient's central line. This line was also used to infuse ampicillin-sulbactam. There was no patient harm.